Event description:
It has been reported to philips that half of the flexvision monitor display was blank. No harm has been reported to philips. A philips service engineer inspected the system on site. The new connector has been fitted and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that half of flex vision monitor display was blank. Fse found that dual link dvi receiver str failed. Fse replaced the dual link dvi receiver str. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.